Manufacturer narrative:
Concomitant medical products: 4965-15 lead, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds of the right ventricular (rv) lead and right atrial (ra) lead had increased to high threshold levels. The implantable pulse generator (ipg) experienced an earlier than expected elective replacement indicator (eri) due to the elevated thresholds. The implantable pulse generator (ipg), right ventricular (rv) lead and right atrial (ra) lead were initially reprogrammed and then later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.